Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that post successful deployment of the stent (subject device) significant contrast extravasation was visualized due to vessel perforation from the lead wire of the stent (subject device) at the left m1/m2 bifurcation. Evd placed due to significant amount of blood, protomine was given by anesthesia to reverse the heparin that was given during procedure as a medical intervention. This did not stop the bleeding, so physician placed a balloon as a medical intervention in the m1 segment to stop and prevent future extravasation of blood into the brain, and subsequently decided to coil sacrifice the entire m1 segment. Patient is not responding to stimuli. Patient received a ventriculostomy in the procedure room immediately after the surgery. Patient also required hemicraniectomy for brain swelling a few days after procedure. Patient passed away. The relationship of patient death to the subject device and the associated procedure is unknown.

Event description:
It was reported that post successful deployment of the stent (subject device) significant contrast extravasation was visualized due to vessel perforation from the lead wire of the stent (subject device) at the left m1/m2 bifurcation. Evd placed due to significant amount of blood, protomine was given by anesthesia to reverse the heparin that was given during procedure as a medical intervention . This did not stop the bleeding, so physician placed a balloon as a medical intervention in the m1 segment to stop and prevent future extravasation of blood into the brain, and subsequently decided to coil sacrifice the entire m1 segment. Patient is not responding to stimuli. Patient received a ventriculostomy in the procedure room immediately after the surgery. Patient also required hemicraniectomy for brain swelling a few days after procedure. Patient passed away. The relationship of patient death to the subject device and the associated procedure is unknown. Update information: received additional information on 19-oct-2022 confirmed. Cause of death is related to brain death due to sah and brain swelling. It is indeterminate if vessel perforation was caused by the stent (subject device), catheter or guidewire lead wire.

Manufacturer narrative:
This is 1/3 emdr (1st emdr report). B5 executive summary - updated c2/d10 concomitant products grid - added.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Post successful deployment of the subject stent in the left ica (internal carotid artery) a vessel perforation occurred, and it was undeterminable if the vessel perforation was caused by guidewire, microcatheter or subject stent lead wire. Coil sacrifice of the left mca (middle cerebral artery) to stop hemorrhage, evd placed due to significant amount of blood. Protomine was given by anesthesia to reverse the heparin that was given during procedure. Physician placed a balloon in the m1 segment to tamponade the vessel. Patient received a ventriculostomy in the procedure room immediately after the surgery. Patient also required hemicraniectomy for brain swelling a few days after procedure. The patient died as an outcome of the adverse event. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the reported 'patient vessel perforation', 'patient intracranial hemorrhage' and 'patient death'.

Event description:
It was reported that post successful deployment of the stent (subject device) significant contrast extravasation was visualized due to vessel perforation from the lead wire of the stent (subject device) at the left m1/m2 bifurcation. Evd placed due to significant amount of blood, protomine was given by anesthesia to reverse the heparin that was given during procedure as a medical intervention . This did not stop the bleeding, so physician placed a balloon as a medical intervention in the m1 segment to stop and prevent future extravasation of blood into the brain, and subsequently decided to coil sacrifice the entire m1 segment. Patient is not responding to stimuli. Patient received a ventriculostomy in the procedure room immediately after the surgery. Patient also required hemicraniectomy for brain swelling a few days after procedure. Patient passed away. The relationship of patient death to the subject device and the associated procedure is unknown. Update information: received additional information on 19-oct-2022 confirmed. Cause of death is related to brain death due to sah and brain swelling. It is indeterminate if vessel perforation was caused by the stent (subject device), catheter or guidewire lead wire.